Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Medical device expiration date: this device does not have an expiration date. Device evaluation: result - no samples (including photos) were returned for evaluation. A review of the device history record was completed for batch #6060505. All inspections and challenges were performed per the applicable operations qc specifications except as follows: there was one notification for needle thru shield on one line noted during the production of these batches. An mrb was conducted on 19apr2016 at which disposition was made to scrap all defective production. Root cause was a shielder out of time. Corrective action was to re-time the shielder. Effectivity check was to inspect 10 consecutive racks of twenty-five syringes post corrective action, all of which passed. A stat sample (aql = 0.25%, accept on 0, reject on 1, sample size 500/quad bin) of four (4) quad bins made prior to issuance of notification resulted in all four (4) quad bins failing and all production in these quad bins (101,305 syringes) was scrapped. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure as no sample was returned for evaluation. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that 2 syringes from 2 different polybags in the same box had needles protruding through the shield and she stuck her finger. No medical intervention was provided.